Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant products: guide wire: sion. Guide cath: radiguide 6fr, jr4.0. (B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a moderately tortuous, heavily calcified, concentric, de novo, 90% stenosis in the distal right coronary artery. Reportedly, the 2.5 x 15mm rx trek was advanced for pre-dilatation to the target lesion; however, the balloon ruptured during first inflation at 12 atmospheres for 20 seconds. The lesion was dilated with 3.0 x 15mm rx trek balloon catheter without a problem. The procedure was successfully completed after implanted a 4.0 x 16mm non-abbott stent. There was no resistance noted during advancement or removal of the device. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.